Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of aborted procedure. Block h11: the returned sensor wire was analyzed, and the evaluation found that the sleeve detached and kinked at the distal part. During magnification, it was observed closely the distal and central part of the device peeled. The reported complaint was confirmed. Additionally, it was found that the device had the ptfe peeled. This could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to peel the ptfe from the sensor wire and also kink and detach the sleeve. Based on the analysis results, the most probable cause is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that, during a greenlight vaporization of the prostate procedure using a sensor wire, the coating was falling apart at the distal part leading the guidewire not to work well, and the procedure was not completed due to the patient's stenosis there were no patient complications reported. This event is being reported for an aborted procedure with a patient under sedation.

Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of aborted procedure.

Event description:
It was reported that, during a greenlight vaporization of the prostate procedure using a sensor wire, the coating was falling apart at the distal part leading the guidewire not to work well, and the procedure was not completed due to the patient's stenosis there were no patient complications reported. This event is being reported for an aborted procedure with a patient under sedation.